Manufacturer narrative:
Product analysis: the distal tip was damaged. The stent was not present on the balloon of the delivery system and was not returned for analysis. Crimp impressions were visible along the balloon working length. (B)(4).

Event description:
The physician intended to use a resolute integrity stent. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was not performed. The target lesion / vessel was the cx/om (ostium, proximal and mid). There was severe tortuosity, severe calcification and chronic total occlusion (100%). The site was complex with previous stents. There were no difficulties noted when loading the device onto the guidewire. Resistance was encountered when advancing the resolute integrity device and excessive force was used during delivery. It was reported that there were wire movement issues with the device during attempted stent delivery and the stent dislodged before being deployed by the physician. The device had been in use for less than 20 minutes. The unknown brand wire was used multiple times / for long periods of time. The wire had to pass through the cell of a stent during delivery. The resolute integrity stent was not implanted. The guidewire had been examined and flushed before use with no issues. This was a severe complex case with multiple wires and laser. It was a very long case and they removed everything to start fresh with new equipment after the stent dislodgement. The guidewire was not used with any other devices post difficulties occurring. It was reported that the event was due to the complexity of the case and not because of the wire. There were no patient symptoms or complications associated with this event. The patient was scanned to locate the stent without success. Location of the stent remains unknown. It was reported that the doctor said the event had nothing to do with the product. No patient injury reported.